Manufacturer narrative:
Sensor 0m000ednw9r has been returned and investigated. A visual inspection was performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Performed visual inspection on sensor plug assembly, observed a crack in the sensor neck which is indicative of an insertion failure. Simvivo test was performed and the results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from (B)(6).

Event description:
A customer reported receiving a "sensor ended" message from the adc freestyle libre sensor on the same day of application. As a result, the customer was unable to obtain glucose readings and went to the hospital to check her glucose levels. The customer had contact with a healthcare provider who diagnosed her with hyperglycemia and she was treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "sensor ended" message from the adc freestyle libre sensor on the same day of application. As a result, the customer was unable to obtain glucose readings and went to the hospital to check her glucose levels. The customer had contact with a healthcare provider who diagnosed her with hyperglycemia and she was treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.